Manufacturer narrative:
The technician performed an operational check and noticed the beds battery was not holding a charge, but the battery light was illuminated and remained illuminated after the bed was unplugged for approximately three minutes or would shut off immediately if a function button was pressed. The technician replaced the batteries to repair the bed.

Event description:
The account alleged the house power was out and they tried to lower the bed. The bed would not lower under battery power, so they activated trendelenburg to lower the bed. The patient fell out of the bed and broke her leg while the caregiver was trying to remove the patient from the bed. The patient's mother asked how to properly use the manual controls.